Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens has surface residuals adhered to both sides of the optic body compatible with handling the lens out of a sterile environment. Also, one of lens loop (haptic) is detached; this could be related with the explant process. Additional testing could not be performed due to the condition of the returned item. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after implantation of an za9003 intraocular lens (iol) in the patient's left eye, the iol became dislocated. This was noted on (B)(6) 2014 and the surgeon indicated that he would need to explant the iol. The explant took place on (B)(6) 2014. During that process, the capsule tore and a vitrectomy was required. A different iol was placed during the same procedure. An incision enlargement was not required to remove the iol. The patient was noted to have recovered.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations in the manufacturing were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.